Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the lead integrity alert was triggered due to high rv lead impedance. There was one instance where the capture threshold had increased. Lead trends show that the increase was a "slow, steady climb", not sudden. The company's technical services consultant noted that a slow, steady rise in impedance can reflect a lead interface issue of scarring or calcification and may not be due to lead integrity issue. The status of the lead is unknown. No patient complications were reported as a result of this event.